Event description:
I did lasik surgery and now have chronic dry eye. Cannot work or drive at night or daytime. In the day the sun hurts my eyes. At night the car lights hurt my eyes. I'm afraid I will crash one day. I put eye drops all day long.